Event description:
Healthcare proffessional reports three incidents of clotted dialyzers with the psn 210 dialyzer. Two pts received a 1000 unit heparin bolus before treatment and 500 units of heparin per hour during treatment. Heparinization information was not available for the third incident. Clotting was noted within ten minutes of the start of treatment. Clots were noted by tmp alarms. Treatment was stopped and blood was returned to the pt with an unreported amount of blood loss per incident. Hcp reports that the hollow fibers appeared black in color after return of blood to the pt. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.